Event description:
According to the reporter, while removing the guidewire intraoperatively, it was found to be damaged (deformed: unravelled). The catheter was not repaired. There was no leak and no luer adapter issue. There was no cleaning agent used on the device, tego was not utilized and the insertion site was not treated prior to product placement. The guidewire used was the one included in the kit, there was nothing unusual observed on the device prior to use, routine flushing was done prior to use with good result, no other productswere utilized with the device, no excessive force was used on the device, and no intervention/treatment was required as a result of the event. It was stated that the guidewire and the puncture needle was removed by hand from the patient at the same time (in one action). The guide wire was still intact at the time of the removal. To resolve the issue, the reported product was replaced with a new one with the same product ID and lot number and the procedure was continued and completed after the resolution was done. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire was deformed. It was reported that the guide wire was unable to be withdrawn and the guide wire was unravelled. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.